Manufacturer narrative:
Block b3: exact date unknown, event occurred a early last year prior to the date the manufacturer became aware. Block d6b: explant date: 2023.

Event description:
It was reported that the patients device was no longer providing adequate pain relief. The patient underwent explant procedure and was doing well postoperatively. The explanted device was not returned per facility policy.

Event description:
It was reported that the patients device was no longer providing adequate pain relief. The patient underwent explant procedure and was doing well postoperatively. The explanted device was not returned per facility policy.

Manufacturer narrative:
Correction to the initial MDR in block (d4): unique identifier (UDI).